Manufacturer narrative:
The c503 analytical unit serial number was (B)(6). The field service engineer performed decontamination and adjustments on the analyzer. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with alp2 assay on a cobas c503 analytical unit. Initial result: 274 u/l. Repeat result: 83 u/l.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1, and g4 were updated. The field service engineer performed several service actions on the analyzer. The service actions performed by the engineer resolved the issue. The root cause was due to a maintenance issue (component failure).